Event description:
Healthcare professional reported, rupture. Device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: b3, b5, d9, e3, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.